Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-01261. It was reported the patient suffered a fall approximately (B)(6) 2017 and continues to experience back pain. Reprogramming was able to provide effective stimulation. It was determined the leads have migrated and surgical intervention is pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-01261. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the leads were repositioned. Postoperatively the patient was receiving effective stimulation.